Event description:
It was reported ever since the pump was implanted the patient had been having problems with it. The implanting physician did something that was not correct when implanting it and the pump was implanted too close to the surface. There was a big bulge on the patient¿s side near the pump. The patient felt bloated and she started getting heavier after the pump implant. It was noted the patient could not sleep on the side where the pump was implanted. The pocket site was very tender and painful to the touch. It was hard to say when the symptoms started, but they started ¿soon after¿ pump implant. It was reported the patient had a surgical procedure in the fall of 2012 to reposition the pump, so it was not as close to the surface. The pump was being used to deliver an unknown narcotic.

Manufacturer narrative:
Product ID: 8590-1, lot# n296228, implanted: (B)(6) 2012, product type: accessory. Product ID: 8591-38, lot# d00186, implanted: (B)(6) 2012, product type: accessory. Product ID: 8590-9, lot# n343400, implanted: (B)(6) 2013, product type: accessory. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).